Event description:
Left hip revision performed. Patient's symptoms started in 2011 when she developed a limp and clicking noises. She also had right hip problems, and received a tha (not a resurfacing) in 2013.